Event description:
A remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the assembly. In addition, the device had dust/dirt contamination and displayed error code. The device was scrapped as per customer request. All attributes were verified and completed correctly. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction. Should any additional information be received, a follow-up report will be filed.